Event description:
It was reported that the device gave error code 1720 alarm. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd legacy pump was returned for analysis. Visual inspection of the pump found the pump to be in good condition. Review of device history log found the reported event in the history log. Functional testing included running the pump in user mode. The customer reported problem was duplicated. The error 1720 is power backup capacitor failure. The system was not reading the correct voltage on the backup capacitor. Problem source was faulty back-up capacitor.